Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that after the deployment of the proximal side of the gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt281216j/13928594), it was noticed that blood leaked from the delivery catheter. The physician had planned to deploy the ipsilateral leg of the rlt281216j after the contralateral leg was deployed, however, due to this event, the ipsilateral leg was deployed the first and the delivery catheter was removed. The endoprostheses were implanted successfully. The patient tolerated the procedure. The patient had taken transfusion and the physician increased transfusion volume due to this event. Blood loss amount related to this event is unknown. The delivery catheter will be returned to gore for analysis.

Manufacturer narrative:
Additional information: . The delivery catheter of the gore® excluder® aaa endoprosthesis featuring c3® delivery system was returned for analysis. The initial investigation involved visually inspecting the returned components consisting of the delivery catheter with its handle, 1st and 2nd deployment knobs and the constraining mechanism. The device evaluation showed the following: engineering removed the spine covers, the spine was examined, and no abnormalities were noted. The septum appeared to be intact with no obvious damage. Engineering injected dyed water through the septum into the manifold area to determine the location of the described leakage. No leakage was observed. Based on the findings from the evaluation, the physician¿s observation of a leakage from the delivery catheter of the gore® excluder® aaa endoprosthesis featuring c3® delivery system could not be confirmed. The cause for a leakage from delivery catheter could not be determined. This type of occurrence will continue to be monitored. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events that may occur and / or require intervention include, but are not limited to bleeding.